Event description:
Procedure type: thoracoscopy, pt sex: unk. Reportedly, during a sympathectomy by thoracoscopy, a piece from the device broke and fell into the surgical cavity. It is unk whether the broken piece was retrieved. No pt injury was reported.

Manufacturer narrative:
.